Event description:
A hemodialysis user facility has reported that 5 minutes into treatment, the machine alarmed blood leak. The leak was confirmed with test strips. The patient's blood was not returned, estimated blood loss was 200 cc's. The patient suffered no other ill effect. A new system was strung and the treatment was completed without further incident. There is no sample available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.